Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a polarity switch occurred on the right atrial (ra) lead. It was further reported that the ra lead had low impedance and was oversensing. An inappropriate mode switch was triggered on the implantable pulse generator (ipg). The ra lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. Analysis of the device memory indicated the impedance of the atrial pacing lead was below the expected lower range. If information is provided in the future, a supplemental report will be issued.